Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 8:30 pm, the patient¿s device alerted with a reading of 53 mg/dl. She did not experience any symptoms of hypoglycemia and immediately began eating an orange. The last thing she remembered was hearing her rib crack as she passed out. Her husband called 911 immediately. Upon ems arrival, her blood glucose was checked via fingerstick and measured 78 mg/dl. The cgm reading was not checked at that time. She was given IV fluids and transported to the hospital. In the emergency room, her blood glucose was rechecked, though the patient could not recall the exact value. She was informed that her blood sugar levels were not low enough to account for the loss of consciousness. No medications were administered to raise her blood glucose. She was diagnosed with a fracture of the 7th rib, which occurred as a result of her fall after passing out. The patient remained in the ER for approximately four hours, during which she was monitored and received IV pain medication for the rib fracture. She remained stable, fully coherent, and feeling well at the time of discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.